Manufacturer narrative:
This report is submitted on september 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, during attempted implantation surgery, a portion of the surgical sheath became dislodged whilst inserting the electrode array. Subsequently, the initial device was discarded and the surgeon utilized the backup device. There was no report of patient injury associated with this event, and the patient was successfully implanted.